Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2024 wherein the leads and ipg were explanted and replaced. It is unknown which lead is at fault.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 000094196.